Event description:
The customer stated that the beckman coulter lh780 generated an erroneous high plt on a specific patient sample. Review of the data reveals mpv is also high, wbc and hgb are low and no instrument generated flags are present. The field service engineer (fse) found the instrument running within specifications when the arrived. He was unable to reproduce the event or determine the cause for the erroneous results. The root cause for erroneous high plt could not be determined based on the available information. Per labeling, lh 780 information for use, part number 773022 bc, important beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter, inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on your patient population. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter, inc. Recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Manufacturer narrative:
(B)(4).